Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the ultrasound that was performed on the patient. Ultrasound performed was performed on (B)(6) 2021. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection of the returned device. Visual analysis of the returned device indicated that the device was found to be ruptured and incomplete. Additionally, shell abrasion was found on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Ultrasound performed on unspecified date indicated the bilateral rupture. The diagnosis was confirmed based on the ultrasound result and physical examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the right-sided prosthesis.